Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to distal stent wraps with struts bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a lesion in the circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic device. The patient was reported to be alive with no injury.